Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The vad coordinator noticed what looked like stress fractures on the pump. Initially, the hospital was going to observe the fractures, but patient developed clot in the pump. An exchange planned for (B)(6) 2011.